Event description:
It was reported this device was not functioning and no additional information was able to be provided. Evaluation of this device later found that the comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Report source - foreign - france. Review of the most recent repair record determined the sample mesh passed, but the comb was damaged, bottom roll worn, footpads discolored, possible corrosion on the gear, and the device was out of calibration and the comb, roller, footpads, screws, gears, and spring pin were replaced and resolved the reported issue. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.